Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for call service 069 when cartridge was changed. This complaint is being reported because the reported isue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/20/2015. Device evaluation:the device has been returned and evaluated by product analysis on 11/06/2015 with the following findings: a review of the black box data showed no evidence of call service alarms or any activity outside of normal use. During testing, the pump successfully passed the ez prime steps. The pump cover was removed and no internal defect was found. The complaint was not duplicated during testing.